Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly for one device the segment was missing on the board and showing error code and for second device the segment was missing in the board and not functional. Reportedly, the display will be replaced for both devices. There was no reported patient involvement.

Event description:
It was reported that allegedly for one device the segment was missing on the board and showing error code and for second device the segment was missing in the board and not functional. Reportedly, the display will be replaced for both devices. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.